Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2014-02608. It was reported the pt experienced uncomfortable warmth at his scs ipg while charging. The pt stated he would get red marks around the ipg site, and had to decrease his charging time to 30 minutes to avoid his skin from becoming irritated. A new model charger system was sent to the pt to address the issue. Follow up identified the pt reported the new charger works well and he no longer experiences any uncomfortable warmth. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.